Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with minor scratches on the lcd window, cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error and that she is unable to clear the alarm. The patient's blood glucose at the time of incident was 175 mg/dl. The customer recalls being in a race and potentially sweating on the pump. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.